Manufacturer narrative:
Corrected information is provided in sections b.2 and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error as the event of an ophthalmic handpiece phacoemulsification poor is not considered to be a reportable malfunction and its is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num: 2028159-2024-01879. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during cataract surgery, an ophthalmic handpiece had no phacoemulsification. The procedure was completed with alternative product. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.